Event description:
Dr reported hemorrhaging in both of a pt's ears after their ears were cleaned with a welch allyn ear wash system plus. They returned after their ears were cleaned with "caked" blood in both ears. The date of the event is unknown. First the dr reported 08/2002 and later 08/2003.